Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the caster teeth were worn. The technician replaced the brake and brake/steer caster to repair the bed.